Manufacturer narrative:
The device was evaluated, the reported issue was not confirmed. The bending section cover had scratches due to external factors. The bending section cover adhesive was missing. The bending angle was insufficient due to the elongation of the angle wire. The angle fixing part of the operation part was loose. There were scratches on the operation part, grip, right/left plate, surface of the light guide cover glass, and up/down angle fixing lever due to external factors. The video connector case may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the endoeye flex deflectable videoscope presented an e226 scope communication error message (no image). No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.